Manufacturer narrative:
Sections with additional information as of 28-dec-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dry mouth and shaky. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). At the time of the call the customer reported symptoms of dry mouth and shaking; medical attention was not needed at the time. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 184mg/dl using true metrix meter; customer was satisfied with the result obtained.